Manufacturer narrative:
A surgical revision procedure occurred.

Event description:
Boston scientific received information that this transvenous right ventricular (rv) lead did become dislodged just a few days after implant. There had been no capture at maximum output initially noted in the routine patient follow up. There were no reported adverse patient effects associated with this clinical observation.